Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2011 (B)(6); 694765 lead implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device had early battery depletion and that the right ventricular (rv) lead had high thresholds. It was noted that the physician felt it was early depletion even for the rv high thresholds. The device was explanted and replaced, and the rv lead remains in use. Additionally it was reported that the post implant of the generator change the patient had diaphragmatic stimulation which caused them to go to the ER (emergency room). It was determined that the left ventricular (lv) lead had caused the diaphragm stimulation. The outputs for the lv lead were decreased and the capture management was set to monitor only. The lv lead remains in use. No patient complications have been reported as a result of this event.